Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wall adapter and usb cable were damaged. As a result, the adapter and cable would no longer work to charge the pump. Customer's blood glucose value was 93 mg/dl. Replacement cable and adapter were sent to customer.